Event description:
It was reported that the device had all three icons (charge pak, attention, wrench) icons illuminated. The device was returned to physio-control, and it was found it would not power on.

Manufacturer narrative:
(B) (4): physio-control observed all three icons illuminated and the internal hlc battery depleted. The root cause of the issue was a tin whisker growth on the on/off switch flex assembly connector plug, designator p506. There were five tin whisker growths intermittently shorting pin 7 and 8 of the assembly. A replacement device was provided to the customer.